Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pending alarm was occurring and the reporter did not know why the pump had stalled. It was indicated that the pump would not be implanted.

Manufacturer narrative:
Analysis of the pump revealed no anomalies, normal device function. The motor stall had occured on (B)(6) 2014 at 03:43 and recovered on the same day at 16:22.